Manufacturer narrative:
Corrected data: box b: adverse event or product problem.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch mw5149120) in which the patient alleges replaceable filter came out completely black when changing it.he's been using it for 15 years. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected data: (device) problem code grid (1).